Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted using the preclose technique in a common femoral artery through a 6-french access site with a perclose proglide device. Reportedly, during deployment the proglide device "misfired". The sutures of two additional proglide devices were pre-placed and set to the side. The access site was upsized to 18-french. After the tavi procedure the knots from the two pre-placed proglide sutures were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.